Manufacturer narrative:
The device was evaluated by the returns department which found that the 4-way valve was cracked.

Event description:
Dealer advised making a loud noise and low oxygen. Dealer advised no lights or alarms and oxygen is not registering on dealer machine.

Event description:
Dealer advised making a loud noise and low oxygen. Dealer advised no lights or alarms and oxygen is not registering on dealer machine.

Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued.